Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/21/2017 with the following findings: a review of the black box showed multiple occlusion alarms and the force at the time of the occlusions was high. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no occlusions occurred. A force calibration test confirmed the sensor was detecting the correct force. Retain testing on the cartridge was performed and no defects were found. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.